Event description:
The device was explanted on (B)(6) 2023 because of a skin breakdown over the implant and subsequent infection. The user presented 2 weeks prior at the clinic with skin breakdown and device exposure but could not immediately undergo a revision surgery due to an active covid infection and therefore had no clearance for anaesthesia. Explantation and concurrent re-implantation occurred on the same date. The skin breakdown occurred over the implant coil. It is thought the user likely was using an implant magnet that was too strong.

Manufacturer narrative:
Conclusions: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the recipient report the device was explanted because of an extrusion of the device through the skin and subsequent infection. A review of the devices sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. Reportedly a too strong external magnet in combination with thin skin might have contributed to the observed issue. This is a final report.

Event description:
The device was explanted because of a skin breakdown. The user presented 2 weeks prior with skin breakdown and device exposure but did not immediately undergo a revision surgery due to an active covid infection and therefore they had no clearance for anaesthesia. Explantation and concurrent re-implantation occurred on the (B)(6) 2023. According to the device explantation report form there was an infection and the device had completely extruded through the user's skin.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.